Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Codes pertaining to the catheter: (B)(4). Codes pertaining to the pump: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm on 22-mar-2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for and non-malignant pain. It was reported there was pump failure and catheter failure. The patient experienced overdose on (B)(6) 2016. The pump was explanted and conflicting replacement date of (B)(6) 2016 was provided. No further complications were reported/anticipated.